Event description:
Second cardiac cath lab: 3.5x15 sprinter balloon to proximal rca. Balloon inflated to 12 atmospheres for 46 seconds and would not deflate. Unable to withdraw with guide cath. Finally pulled balloon back into guide cath, inflated balloon to bursting point.